Event description:
Cpi received additional info two months after the replacement lead was implanted that the system was oversensing.

Manufacturer narrative:
Cpi received info that the ICD refractory was extended and the pacing rate was increased in an effort to program around the oversensing. The ICD and replacement lead remain implanted and active.